Event description:
The controller is broken so if the two cables come apart the chair stops.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.